Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). Tsc instructed the customer to replace the sample probe and perform alignments. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse tightened all probes and replaced the u-seal, sample pump tubing and metering syringe tip. The cse dressed the waste tubing as they were getting kinked .precision testing and quality controls were run, resulting within range. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant falsely low ca result is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low calcium (ca) result was obtained on one patient sample on a dimension exl 200 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on an alternate instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca result.